Event description:
Info was received from our johnson & johnson (B)(4) affiliate. On (B)(6) 2011 an eye care professional (ecp) from (B)(6), attending the (B)(6) symposium, reported that a pt experienced a medical adverse event. The ecp presented this adverse event case at the "adaptation and practice of silicon hydrogel contact lenses" discussion. The pt was wearing acuvue advance with hydraclear brand contact lenses at the time of the event. The ecp reported that in 2007 the pt "wore acuvue advance lens for 3 weeks and developed corneal infection." The ecp indicated that the comfort of the silicon hydrogel material could result in contact lens over wear. The ecp reported that the pt's "symptom" was caused by the pt's "improper contact lens use" and that the pt "fully recovered with treatment." The product in question has been discarded and is not available for return for eval. The lot number of the product in question is unk. Additional info has been requested from the treating ecp but no additional info has been provided at this time. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. (B)(4).

Manufacturer narrative:
No eval will be performed. No conclusion can be drawn.